Manufacturer narrative:
A partial lead with the connector pin measuring 18.2cm was returned for analysis. External insulation abrasion was found at 11.2-11.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during routine device change out, when shock was delivered low hv lead impedance was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.